Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a consumer. It was reported that pump was interrogated and motor stall with recovery was noted several times. The pump was turned off and the patient was given oral opioid medications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a consumer receiving fentanyl [1333 mcg/ml] at a rate of 508 mcg/day, bupivacaine [10 mg/ml] at a rate of 3.8 mg/day, and dilaudid [20 mg/ml] at a rate of 7.6 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. There was a motor stall and recovery via the event logs, the stall on (B)(6) 2017, and recovery on (B)(6) 2017 at 2:47 am. It was confirmed that a tube set does not appear in the logs. Sudden withdrawal symptoms were reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.